Event description:
On (B)(4): customer reports via phone that during an undetermined urology procedure, the system fluoro failed staff moved the pt to another room where the procedure was completed without further incident. Customer did not provide any pt or procedural information, other than to state the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated report that customer had fluoro interrupted during a case and found the fluoro footpedal has extensive corrosion. The mag and digital spot functions were operating normally. Fse replaced the damaged footswitch, and recommended footswitch covers (part number (B)(4)) made for use with the footswitch to reduce chance for this reoccurring. Fse verified proper operation per (B)(4). The unit is fully functional and was returned to service.